Event description:
The graft was implanted for an occlusive disease and then leaked blood (the exact quantity is reported to be not attainable) from the crotch and "sweated" over its entire surface. The surgeon sutured the graft to stop the leakage, but could not completely control the bleeding and therefore explanted the iliacs, replacing them with another brand graft. During the procedure, a cell-saver was used. The pt's condition is fine.

Manufacturer narrative:
A returned segment of the graft was evaluated by co's consulting pathologist. Code 86: the mfg batch records for the device were reviewed. Code 100: the batch records were not atypical - one similar complaint against this batch. Gross description: received in formalin is a segment of crimped dacron vascular graft which measures 3.2 cm in length by 1.7 cm in diameter. The surface is dull. No blood or tissue elements are present. Rep. Sections are embedded under md-924 and md-925. Microscopic description: a hemashield dacron vascular graft with collagen coating is identified. The collagen coating is present on the luminal surface, within the interstices, and on the periadventitial (outer) surface of the dacron graft. No loss of integrity of the collagen coating is identified. No blood or tissue elements are identified. Summary: a hemashield dacron vascular graft with collagen coating is identified. No loss of integrity of the collagen coating is identified.